Event description:
Reporter alleged he could test on the aviva system because of an error message and he felt hypoglycemic. Reporter states that he was given treatment intravenously at the hospital to raise his blood glucose levels and he would not have been able to treat himself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.